Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient underwent a hernia repair surgical procedure. The patient switched from automated peritoneal dialysis therapy to twin bag therapy, but peritoneal dialysis therapy remained ongoing. After ten days of hospitalization, the patient was discharged. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.